Event description:
Customer reported battery acid was found on the inside of this pcaii pump. Pump had been sent to the biomed group at the facility from the floor with a report indicating that the pump was not functioning properly. Technician found battery acid inside the pump during testing. Technician reported a component was damaged by the battery acid. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 16, 2007. Device has been requested for evaluation. If the device is received and an evaluation performed, a follow-up report will be filled.